Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. E1 revised initial reporter phone number as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned for investigation. Data logs were returned for analysis. Data log analysis revealed suction alarms towards the end of the case. Placement signal low alarms were triggered around the noon of (B)(6) 2025, and resolved around 5pm on the same day, before cropping up again on the next day around 8am and resolving in an hour. Placement signal not reliable alarms were also seen with no known pattern during the case. Placement signal was seen trending down slightly between 8pm and 11pm on (B)(6) 2025 for the same p-level and pump flows. Placement signal had a few spikes to 3000 with no known pattern. Signal to noise ratio was stable. Gain and lamp were largely stable throughout the case, with light and contrast having a spike coinciding with the ops ambient spike. No other abnormalities were seen. Clinical details mentioned a concern for hemolysis, with urine output greater than 30 cubic centimeters per hour (cc/hr) and pink-red in color. The patient's anatomy made it difficult to escalate to impella 5.5. Placement signal low alarms were reported while on impella cp support. Echocardiology confirmed the position to be 3.2 centimeters in the ventricle. The patient's left ventricle (lv) cavity was small. No alarms were triggered after repositioning the pump and the pump was able to be run at p-9 again with appropriate flows. The optical sensor was showing the patient's diastolic values below 30 so placement monitoring was disabled. Mechanical interaction with blood (hemolysis): clinical details mentioned a concern for hemolysis, with urine output greater than 30cc/hr and pink-red in color, and the patient's anatomy making it difficult to escalate to impella 5.5, with the patient unable to tolerate increased chemical support. The patient's lv cavity was small, and the position of the pump was confirmed to be optimal per the staff and echocardiogram (echo). Data logs showed the placement signal trending down slightly between 8pm and 11pm on (B)(6) 2025 for the same p-level and pump flows. The root cause of the hemolysis was not determined due to inconclusive evidence from the data logs and clinical details, as the trending placement signal was after the reported hemolysis and the device was mentioned to be optimal per echo guidance. Optical sensor issue: clinical details mentioned placement signal low alarms which were confirmed through data logs. The root cause of the optical sensor issue was not determined due to lack of conclusive evidence from the provided information and unreturned product for further evaluation. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
Complaint coding was updated to better describe the reported event. Consequently, h6 health effect: clinical coding was repopulated/updated, corrected accordingly. Note: h6 health effect impact, component and investigation type/finding/conclusion coding remain unchanged as previously reported.

Event description:
The complainant reported that a patient in post-cardiotomy cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support. Device sensing issue was encountered, and the patient had developed hemolysis. The patient eventually escalated to an impella 5.5 and then subsequently expired. The following day after start of the impella cp device the patient was noted to have hemolysis. The patient was unable to tolerate increased chemical support. Same day, low placement signal alarm triggered. Troubleshooting steps were taken. Performance level was dropped to p-2 and assessment of impella pump placement under echo was completed. It was noted the inlet measured 3.2 cm in free ventricular space. Left ventricular cavity was rather small; however, the outlet visualized well above aortic valve. No other alarms were present after readvancing and pulling back the impella device catheter. Optical sensor diastolic still read below 30; staff was encouraged to trust monitor for patient¿s blood pressures while leaving the option to disable placement monitoring. Performance level was ramped back up to p-9 with appropriate flows and support continued. The following day the impella cp device was explanted and following coronary artery bypass graft surgery, mitral valve replacement (mvr), and tricuspid valve replacement (tvr), the decision was made to place an impella 5.5 directly. After 24 hours of support, the impella 5.5 generated a placement signal not reliable alarm. Placement signal values and waveforms were present, and the alarm did not impact hemodynamic support. The alarm was disabled. During support, the patient developed volume overload and acute kidney injury (aki), requiring initiation of continuous renal replacement therapy (crrt). On day 9 of impella 5.5, support, the patient began to decompensate and experienced a gastrointestinal (gi) bleed. The patient was suspected to be in septic shock. After continued support, it was determined that the patient was no longer a candidate for permanent lvad therapy. The care plan shifted to continued impella 5.5 support with the goal of native heart recovery. Subsequently, the impella 5.5 was repositioned, resulting in improved flows. Despite ongoing support, the patient expired after 41 days of impella support.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: the patient was brought to the operating room for placement of an impella 5.5 device as a bridge to coronary bypass grafting (cbg). Upon evaluation, the axillary artery was determined to be too small to accommodate the impella 5.5. An impella cp was implanted without issue. Post-implant, hemolysis was noted, which is considered a reportable adverse event. Following CABG, mitral valve replacement (mvr), and tricuspid valve replacement (tvr), the decision was made to place an impella 5.5 directly. After 24 hours of support, the impella 5.5 generated a placement signal not reliable alarm. Placement signal values and waveforms were present, and the alarm did not impact hemodynamic support. The alarm was disabled. During support, the patient developed volume overload and acute kidney injury (aki), requiring initiation of continuous renal replacement therapy (crrt). On day 9 of impella 5.5 support, the patient began to decompensate and experienced a gastrointestinal (gi) bleed. The patient was suspected to be in septic shock. After continued support, it was determined that the patient was no longer a candidate for permanent lvad therapy. The care plan shifted to continued impella 5.5 support with the goal of native heart recovery. On (B)(6) 2025, the impella 5.5 was repositioned, resulting in improved flows. Despite ongoing support, the patient expired after 41 days of impella support. The impella cp hemolysis is a reportable adverse event. Impella 5.5 placement signal not reliable alarm are considered device malfunction reportable events. The renal insufficiency, infection and gi bleed are reportable patient adverse events for the impella 5.5. The patient¿s death will be conservatively reported on the impella 5.5, although it is unlikely that the device contributed to the cause of death. The patient¿s deteriorating condition and non-candidacy for permanent lvad were likely contributing factors. Note: the automated impella controller will remain a reportable product malfunction accordingly. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and the impella 5.5, which is associated with the demise outcome.